Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation h3 other text : device not returned.

Event description:
The primary surgery date for both was (B)(6) 2011. The patient went to the hospital on (B)(6) 2023 with pain on the right thigh. The broken stem was found on x-ray. The revision surgery for the right was on (B)(6) 2023.

Event description:
The primary surgery date for both was 22dec2011. The patient went to the hospital on (B)(6) 2023 with pain on the right thigh. The broken stem was found on x-ray. The revision surgery for the right was on (B)(6) 2023. Update: stem was damaged, and I had to perform a revision operation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this patient underwent bilateral primary hybrid total hip arthroplasties with a cemented exeter stem and a cementless acetabular cup. These procedures were performed on (B)(6) 2011. Approximately 11 1/2 years later patient developed right thigh pain and was found to have a fracture of the femoral stem. This necessitated revision surgery which was carried out on (B)(6) 2023. I can confirm that the primary procedure was carried out and that the femoral stem fractured since I was able to review x-rays which showed the primary hip arthroplasty and the fractured stem. It is stated in the summary that the patient underwent revision surgery of the right hip on may 2, 2023, but I cannot confirm this with certainty since I have no supporting documentation such as doctor¿s notes, operation note or post revision x-rays. The root cause of this event cannot be determined with certainty. Causes of fracture of the femoral stem approximately 11 1/2 years after surgery are multifactorial. These include surgical technique factors, especially cementing technique, patient factors including age, activity level and bmi, and implant factors. In the absence of trauma, fracture of the stem can occur when the distal portion of the stem is relatively well fixed and the proximal portion has some degree of motion setting up a situation of cyclic loading with possible stress fracture. Having said that, trauma, such as a fall, can accelerate the process of fracture, if cyclic loading was already present. No trauma was reported with this case. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fractured stem. A review of the provided medical records by a clinical consultant stated the following comment: this patient underwent bilateral primary hybrid total hip arthroplasties with a cemented exeter stem and a cementless acetabular cup. These procedures were performed on (B)(6) 2011. Approximately 11 1/2 years later patient developed right thigh pain and was found to have a fracture of the femoral stem. This necessitated revision surgery which was carried out on (B)(6) 2023. I can confirm that the primary procedure was carried out and that the femoral stem fractured since I was able to review x-rays which showed the primary hip arthroplasty and the fractured stem. It is stated in the summary that the patient underwent revision surgery of the right hip on may 2, 2023, but I cannot confirm this with certainty since I have no supporting documentation such as doctor¿s notes, operation note or post revision x-rays. The root cause of this event cannot be determined with certainty. Causes of fracture of the femoral stem approximately 11 1/2 years after surgery are multifactorial. These include surgical technique factors, especially cementing technique, patient factors including age, activity level and bmi, and implant factors. In the absence of trauma, fracture of the stem can occur when the distal portion of the stem is relatively well fixed and the proximal portion has some degree of motion setting up a situation of cyclic loading with possible stress fracture. Having said that, trauma, such as a fall, can accelerate the process of fracture, if cyclic loading was already present. No trauma was reported with this case. The root cause of this fracture cannot be identified from this limited documentation, should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.